Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in (B)(6). A (B)(6) male patient came to the hospital with dizziness. The patient has left internal carotid artery (ica) stenosis, diabetes mellitus, and hypertension with a history of heart surgery in (B)(6) 2015. The physician performed a carotid intervention with the spider fx protection device. The spiderfx was located in the correct position. When physician performed pre-dilatation, the patient's vitals became unstable. The physician then deployed a cristallo carotid stent and immediately and checked neuro vascular flow. There were no significant symptoms. As a result, the physician finished case. There was a small mass of debris that was captured in the spiderfx basket. An MRI taken within 30 minutes showed no significant issue. After 12 hours, additional MRI images found a broadened infarction of the left brain. The patient is currently in a coma. No treatment has been administered for the infarction and coma.